Event description:
High impedance readings were noted after the first lesion was performed during a tuna procedure. The grounding pad was replaced and the procedure continued for two add'l lesions. On f/u examination, the pt was found to have a burn in the area of the original ground pad placement.